Manufacturer narrative:
The user reported swelling and pain at the insertion site, first noticed on (B)(6) 2025. The user was uncertain whether the issue was related to the tegaderm or steri-strips. According to the user, the symptoms have been progressively worsening.the user's hcp was not aware of the event at the time of the report. The user was advised to follow up with their hcp for further medical guidance. The user also requested to have their sensor removed.per dms, the user is currently using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported swelling and pain at the insertion site, first notice on (B)(6) 2025. The user was uncertain whether the issue was related to the tegaderm or steri-strips. According to the user, the symptoms have been progressively worsening.the user's hcp was not aware of the event at the time of the report. The user was advised to follow up with their hcp for further medical guidance.per dms, the user is currently using the system with up-to-date information.

Manufacturer narrative:
H1 type of reportable event corrected to serious injury.